Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results are as follows: 199 mmhg blood side pressure drop. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the patient was on cardiopulmonary bypass for about five minutes when the high pressure excursion issue occurred and the issue worsened over time. The anti-coagulant used was heparin. The anti-coagulation was assessed using an act instrument. The composition of the priming solution was plasmalyte-a and heparin. Air was not entering the reservoir related to table manners. The anti-coagulation values were 900+. The pressure increased suddenly. The post-oxygenator pressure was about 100mmhg and it was noted that the pre-membrane tubing was very hard to the touch. The pre-membrane pressure was manually measured with a pressure monometer well over 400mmhg. The pump configuration was a centrifuge ap40. The perfusionist initiated bypass and required 3500rpm to flow 3.0l/min. The perfusionist and co-workers notified the surgeon of low flow. The flow began to decrease at maxed out rpm as they tried to diagnose the issue. The customer observed that the inlet tubing felt hard to touch and the outlet pressure was reading 100mmhg or below. The customer suspected a high pressure excursion (hpe) and warmed the patient and prepared for a potential changeout. Eventually the hpe subsided and the customer was able to complete the procedure with flow above 4.5l/min near the end of run. The device was used to complete the procedure. There was no adverse patient effect associated with this event.